Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further testing, so the root cause of this complaint defect cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025 patient with pneumonia and dyspnea. Established IV access and drew blood as ordered. Heparin cap dislodged causing blood leakage. Immediately closed the IV catheter valve and reassured the patient.